Manufacturer narrative:
Results: operational problem - event most likely procedural related, no issues noted during device inspection and preparation prior to use; no results available since no evaluation was performed - device or procedural images not provided for review; conclusion: failure to follow instructions - the in.pact admiral instruction for use advise that the device is compatible with a 0.035¿¿ guidewire; operational context caused or contributed to the event - event most likely procedural related, no issues noted during device inspection and preparation prior to use; device not returned. (B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel drug eluting pta balloon to treat a lesion in the left mid superficial femoral artery. The lesion exhibited moderate tortuosity and moderate calcification. Artery diameter 4-5mm x 200mm. The device was inspected and prepped prior to use with no issues noted, the wire lumen was successfully flushed prior to use. It was reported that the device failed to inflate fully and a balloon leak was noted at 8 atm on the first inflation. While attempting to advance the balloon over a 0.014'' wire the prep technician had difficulty loading the balloon over the wire. "We believe he accidently punctured the balloon with the back of the wire causing a pinhole leak in the balloon upon inflation". The device was replaced with another balloon and the same guidewire was used. No clinical sequelae reported.